Event description:
On (B)(6) 2026, it was reported that the probe was observed to have a kink. During insertion, an esophageal injury was reported. The customer did not provide additional event details.

Manufacturer narrative:
Mindray requested the probe for evaluation, the customer indicated that return of the device is pending completion of an internal assessment.